Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. The device was jiggled and the handle was opened and closed repeatedly in efforts to release the clip. Then, a rotation technique was tried, and the clip released off the tissue. Reportedly, the catheter together with the clip were removed through the scope. The control wire was found broken inside of the handle, following the attempted deployment. The physician determined that another resolution 360 clip device was not needed and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with both arms closed. It was found that the catheter was severely kinked at the most distal section and the crimp sleeve was outside of the handle. Microscope examination was performed, and it was confirmed under high magnification that the yoke was detached from the control wire. It was also noted that the clip arms were misaligned. A dimensional examination was performed to further analyze the deployment issue, and the yoke diameter was confirmed to be within specification. A dimensional analysis was performed on hooks of the bushing, and it was within specification. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: e1 (physician's phone).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter to deploy. The device was jiggled and the handle was opened and closed repeatedly in efforts to release the clip. Then, a rotation technique was tried, and the clip released off the tissue. Reportedly, the catheter together with the clip were removed through the scope. The control wire was found broken inside of the handle, following the attempted deployment. The physician determined that another resolution 360 clip device was not needed and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.